Event description:
Additional information received from the consumer reported that the patient's health care provider (hcp) reset the numbers and it helped a lot during the day. The patient was still having night issues and was learning and trying to get used to it. The patient would keep trying and needed to figure out what worked best for them. The patient did have a couple of nights with 4 hours in between trips to the bathroom and hoped it continued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yl4k, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had pain in the vagina. The patient was not getting any relief from the system and still went to the bathroom every 45 minutes to an hour all night long. When messing with the buttons, the hurting of the vagina was so bad the patient couldn't stand it. All of this started after the patient was lifting something heavy 3 weeks ago in (B)(6) 2015. The patient turned it off last week after having so many days needing relief from the pain. Nothing had been done to resolve the issue. The next appointment with their health care provider (hcp) would be on (B)(6) 2015. The patient had glaucoma in the past and was going to see an eye doctor to make sure it hadn't gone back. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.